Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition or the reported bent cannula could have contributed to the hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 24.6 mmol/l (443 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. The patient noted a kink in the cannula and a new pod was activated. The patient's bg levels reduced to 14 mmol/l (252 mg/dl), however, the patient's ketone levels did not decrease. The patient went to the hospital as a result and the patient's ketone levels reduced from 5.8 to 5.0. The treatment provided at the hospital is unknown. No further information is available at this time.